Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for arachnoiditis and spinal pain. The consumer reported that there was poor coupling with recharging. The consumer reported that it was taking too long to charge. The consumer reported that the recharger showed all coupling bars but after a while, sitting perfectly still, coupling bars go away and it took so long to get the recharger situated to find the right spot. The consumer reported that sometimes it took a while to find the coupling bars. The consumer reported that the patient had no charging problems with the previous device. The consumer reported that the patient was now 96 and his daughter had to help him. The consumer reported that they took the recharger belt off and tried holding it directly over the ins but it took forever to find the right spot to get enough boxes so that it didn't take forever to charge. No further complications were reported.